Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute drug eluting stent. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that a balloon burst occurred during stent deployment. The balloon did not reach burst pressure. The patient is reported as being alive with injury - occlusion of the vascular interlayer occurred.

Manufacturer narrative:
Video analysis: a video was received from the account, capturing the endeavour resolute delivery system. The endeavor resolute stent was not present on the balloon. The video captures the inflation of the delivery system balloon with an unknown liquid, and subsequently liquid is visible leaking from the distal portion of the balloon; possibly from the distal balloon cone however the exact location of the leak cannot be confirmed from the video. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead in scratch's were not evident to the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the endeavor resolute was being used to treat a severely calcified, severely stenosed lesion in the mid rca. The degree of curvature was not serious. The previously reported burst occurred during stent deployment on first inflation. Inflation was not achieved and there was a sudden drop of pressure. The device was not moved or repositioned in the lesion prior to the burst. At the target lesion, the stent was not fully opened, and was left in the blood vessel. The stent remains implanted at the target lesion. No intervention was attempted to try to remove the partially deployed stent from the patient. There was no reflow of between blood vessels. The surgery was discontinued and the patient was given drug treatment for the occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon returned with blood visible in the balloon and inflation lumen. Initially the balloon passed negative prep, however during first inflation the balloon failed to inflate, therefore delivery system was placed in waterbath to disperse potential blockages. Upon removal from the waterbath, the balloon failed negative prep. On pressurisation of the balloon, a leak was observed on the balloon¿s distal cone. The balloon failed to maintain pressure. Upon visual inspection of the balloon, there was a short longitudinal tear on the balloon material. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal to the tear site. If information is provided in the future, a supplemental report will be issued.